Manufacturer narrative:
Initial.

Event description:
It was reported that the patient experienced a low glucose event while using the ilet, with blood glucose reaching 60 mg/dl and recovery after approximately thirty minutes following oral carbohydrate intake. Symptoms included hypoglycemia. Outcomes included self-treatment with oral glucose and return to target range without hospitalization. Investigation included troubleshooting and education with the user. Investigation of this case revealed no device malfunction reported and the cause of the hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.